Event description:
It was reported that the patient's advocated placed a call to technical services (ts) regarding the patient receiving shock therapy. The patient advocate reported that approximately three weeks ago, the patient was shocked by their device and hospitalized as a result. A representative performed a device interrogation while hospitalized. Recently, the patient received another shock and the patient advocated reached out to ts to inquire why the patient received another shock. Ts referred the patient advocate to the device following physician. The health care professional (hcp) reported that the patient hadn't been seen in their device clinic for approximately over two years and it is unknown where they are receiving follow up device care. At this time, the device remains in-service. No adverse patient effects were reported.